Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported that every time they go through theft detectors in stores, it shocks them so bad they fall to the floor. After the implant procedure they patient was told they could go to stores and the detectors may turn their device on or off or change the settings. However, neither they or their family member were told to turn stimulation off. The patient will follow up with their healthcare provider. The implantable neurostimulator (ins) was indicated for urinary dysfunction/sacral nerve stimulation/gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.